Event description:
The customer reported that the unit had no display.

Manufacturer narrative:
The customer reported that the unit had no display. The complaint is still being investigated. A follow-up report will be submitted, upon completion of the investigation.